Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had an interlock failure error, lost the images, then shut down during a case. No pt injury was reported.